Manufacturer narrative:
Please refer to the attached analysis report. The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker and leads were implanted on the same day. The leads were placed, respectively, in high septum and atrium. During the first interrogation, no bipolar sensing, no capture and impedance below 200 ohms were observed on the ventricular level. The ventricular lead showed better (but no optimal) values when programmed in unipolar. This lead was tested with a pace system analyzer, obtaining good values in bipolar configuration. The behavior was the same even after the re-positioning of this lead. The physician decided to replace both lead and pacemaker, solving the problem. Both device and lead were returned for analysis. An expertise of the subject device is required (the expertise of the lead is handled in a separate complaint file).

Manufacturer narrative:
(B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker and leads were implanted on the same day. The leads were placed, respectively, in high septum and atrium. During the first interrogation, no bipolar sensing, no capture and impedance below 200 ohms were observed on the ventricular level. The ventricular lead showed better (but no optimal) values when programmed in unipolar. This lead was tested with a pace system analyzer, obtaining good values in bipolar configuration. The behavior was the same even after the re-positioning of this lead. The physician decided to replace both lead and pacemaker, solving the problem. Both device and lead were returned for analysis. An expertise of the subject device is required (the expertise of the lead is handled in a separate complaint file).

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker and leads were implanted on the same day. The leads were placed, respectively, in high septum and atrium. During the first interrogation, no bipolar sensing, no capture and impedance below 200 ohms were observed on the ventricular level. The ventricular lead showed better (but no optimal) values when programmed in unipolar. This lead was tested with a pace system analyzer, obtaining good values in bipolar configuration. The behavior was the same even after the re-positioning of this lead. The physician decided to replace both lead and pacemaker, solving the problem. Both device and lead were returned for analysis. An expertise of the subject device is required (the expertise of the lead is handled in a separate complaint file).